Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 22.6 mmol/l at the time of incident. Customer was treated with bolus. Customer experienced symptoms of high blood glucose level such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was not on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarm/no defect noted during testing. (B)(4).